Event description:
It was reported that the external pulse generator had a damaged ventricular input connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had a damaged ventricular input connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the ventricular output connector was broken and it was therefore replaced. Analysis also found that the upper and lower cases, one side bail cover and the battery drawer were broken, that the battery release was contaminated, the battery contacts were compressed and the serial number label was torn. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.